Manufacturer narrative:
Manufacturer's investigation conclusion: upon completion of the investigation, the reported incident of the mpu being non functional after a lighting storm was confirmed. Analysis performed on the device identified the installed power supply was faulty. Replacing the component resolved the issue, and restored the device functionality. Analysis performed on the power supply revealed the component output circuitry was non functional resulting in the device malfunction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s mobile power unit (mpu) did not come back on after the patient¿s home had a power outage during a lightning storm. Vad coordinator stated that the patient was connected to the mpu at the time of power loss. However, there was no reported pump stop and patient did not have any adverse events. The customer reported that the batteries of the mpu were replaced and the unit was plugged in but it did not respond at all. Customer replaced the patient's mpu. On (B)(6) 2019 abbott decided to recall the mobile power unit related to mpu pcba damage caused by an esd event and this esd event also resulted in a hm3 motor reset. Unexpectedly the pump was able to restart and run on the backup battery. The mechanism of how the pump was able to restart is being investigated by CAPA per internal procedures.